Manufacturer narrative:
(B)(4). The facility biomed contacted physio-control and advised that he was able to verify the reported intermittent failure. He then disassembled the device, but observed no visual discrepancies. After he reassembled the device, the issue did not re-occur. He then tested the unit and after observing proper device operation through functional and performance testing the unit was placed back into service for use. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer, a biomed, contacted physio-control's technical support to report that their device would intermittently have a white screen upon booting up. A white screen is indicative of device lock-up. There was no patient use associated with the reported event.